Event description:
Additional information was received as a clinic note from the surgeon's office dated (B)(6) 2012, that indicated the patient's vns "appears to be dysfunctional." The note did not clarify what was meant by this however a company representative later indicated that the diagnostics prior to the surgery indicated high lead impedance with impedance value >10,000 ohms. The lead and generator were replaced. The generator will reportedly be returned for analysis however the lead was reportedly discarded after explant. Attempts for additional information on the high impedance is unknown.

Event description:
It was initially reported that the patient was having an increase in seizures. The physician feels that the generator was not at end of service, but it may not be helping her clinically anymore. A generator replacement is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected. Corrected data: additional information received indicates the suspect medical device is the vns lead and not the generator as previously indicated.

Event description:
The physician responded to attempts for additional information, but only provided programming history and did not address any of the questions relating to the increase in seizures.

Event description:
Additional information was received from the site indicating no trauma or manipulation was believed to have occurred. No x-rays were taken to evaluate for a lead fracture. The explanted generator was returned and underwent analysis. The generator performed to specifications and no anomalies were found.